Event description:
Delay of vasopressor therapy during alarm condition reported. A pt was admitted to the ER. A dopamine drip (400mg in 250cc of unspecified solution) was ordered to be titrated to effect. When the clinician attempted to hang the drip, proximal occlusion alarms were received. The clinician changed the tubing to a dial-a-flow gravity set to run the dopamine and was able to resume the infusion without problem. No report of significant blood pressure drop or pt harm, pt flown to another facility, and is now fine.